Event description:
During left hip open reduction internal fixation - during impaction of side plate, the pin which allowed the placement of the screw, was broken and the threads were broken within the lateral aspect of the dhs screw. This lodged a part of the placement instrumentation within the screw itself. A compression screw was not able to be placed.